Manufacturer narrative:
Evaluation summary when we tried to pull out the angle-wire that remained in the ift for investigation, we felt strong resistance. Moisture infiltration into the product from outside caused the powder lubricant to harden, resulting in resistance to bending operations. This resistance increased the load on the angle wire, and it is believed that the angle wire could not withstand the load and broke.

Event description:
Trouble with up angle wire breakage occurred during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.